Event description:
It was reported to medtronic minimed that the customer experienced damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and found damage to the battery side. No harm requiring medical intervention was reported. Mmt-1712k was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. In summary, the unit was received with a blank display due to cracked case in multiple locations causing the battery tube to become loose and test battery cap not making contact with the battery tube. After positioning the battery tube in place, the unit remained on blank display. Moisture damage was noted on electronic assembly. In addition, customer allegation for cosmetic damage was confirmed during visual inspection when a cracked case (battery tube) was noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.